Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a starclose se device with a 6f sheath after an interventional percutaneous transluminal angioplasty procedure. Reportedly, two to three weeks after closure the patient reported pain in the target groin. Stenosis was noted at the target groin where the starclose se clip was located. A surgical cut down was performed and it was observed that the starclose se clip grasped the posterior wall of the vessel causing the stenosis. The clip was surgically removed. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty and patient effects; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.